Event description:
The manufacturer received a ventilator for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During evaluation at the manufacturer's service center, the device alarmed for vent inop. The device's blower motor was replaced to address the issue.